Manufacturer narrative:
Film evaluation summary: the cause of the dissection and subsequent patient's death could not be determined from the limited films provided. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. Procedural angiograms showing attempts to advance the devices into the vessel where not available for a thorough evaluation of the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received : it is not clear whether the sentrant caused or contributed to the patients death. There was no clear bleeding visible from the femoral arteries. Per the physician the cause of death was possibly a dissection of the aorta. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as a conduit during the attempted implantation of a transcatheter bioprosthetic valve. The patient¿s annu lus measured 21.8mm x 27.2mm, with a perimeter of 78mm. It was noted the patient had a severely kinked and hostile calcified infra-renal aneurysmatic aorta. It was reported during the index procedure, an 18fr sentrant sheath was used, however difficulty arose when crossing the valve. A pre-implant balloon aortic valvuloplasty (bav) with a 10fr balloon was performed, with a 24mm non-mdt (bard) balloon used to dilate. The delivery catheter system (dcs) was inserted inside the 18fr sentrant sheath. In case of some resistance the physician shortly inserted the dcs inside the sentrant sheath. When crossing the sheath with the dcs, the patient¿s blood flow immediately dropped down. Cardiopulmonary resuscitation (CPR) was initiated, however after ten minutes of CPR, the patient expired. The cause of death was not provided.